Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a leak in the cap piercer of the unicel dxc 800 synchron clinical system. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found a clog in cap piercer waste vacuum line #180 was not allowing proper fluid flow. The fse removed the clog and shortened the line to provide better flow.

Manufacturer narrative:
(B)(4).